Manufacturer narrative:
Quest medical was contacted regarding an issue with mps console s/n 3748. It was reported that the "user reported that when running crystalloid solution, the system displayed an "inadequate blood fill" message. This occurred during operation, not during setup. Patient was not impacted." This console was not received nor decontaminated by quest medical for service examination. The console was not visually/functionally evaluated to assess the console's state of performance as presented and identify any other remarkable conditions. The customer did not return the console for evaluation. Several attempts made to retrieve the console for servicing. Customer response that was received states: "the issue that occurred in january has been resolved. The device had just switched to crystalloid from blood when the low blood fill alarm occurred. Tech support informed me this was normal as the device was finishing up the last blood cycle and blood line was manually clamped by user, which caused the alarm." The complaint is closed due to a lack of actionable data associated with this error. Should they decide to return the console later for a complaint, the issue will be evaluated at that time.

Manufacturer narrative:
Quest medical has not yet completed its investigation of this device. A supplemental report will be filed at the conclusion of this investigation. Quest will continue to monitor complaint trends for this complaint condition.

Event description:
User reported that when running crystalloid solution, the system displayed an "inadequate blood fill" message. This occurred during operation, not during setup. Patient was not impacted.